Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a loss of aspiration due to an error code. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left iliac vein. During the procedure, they were just starting to aspirate in the patient when the machine kept going off as saline occlusion. When they tried to troubleshoot, the device was removed and it was noted the catheter was leaking. There was a crack in the hub of the angiojet tubing. The console kept saying ns occlusion. The device was re-primed and it leaked everywhere. The catheter was exchanged with another of the same device and the procedure was completed. There were no patient complications reported and the patient is fine.